Event description:
It was reported that at post-op follow-up, an increase in capture and decrease in impedance were observed. Cardiac tamponade suspected although pericardial effusion was not found via CT scan. Physician elected to keep implanted for sensing and shock therapy.

Manufacturer narrative:
No medwatch form was received.